Event description:
A consumer reported to the inteliswab consumer support line on (B)(6) 2023 that they tested positive with inteliswab, but negative with another brand of covid test. The consumer did not provide any personal information, or information on how the test was performed. The consumer also did not state what other test was taken that provided the negative result, or if a pcr test was performed.

Manufacturer narrative:
The consumer reported false positive inteliswab test results but did not state if a confirmatory pcr test was performed. The consumer did not provide contact information or provide any additional information. This complaint will be closed internally.

Event description:
A consumer reported to the inteliswab consumer support line on (B)(6) 2023 that they tested positive with inteliswab, but negative with another brand of covid test. The consumer did not provide any personal information, or information on how the test was performed. The consumer also did not state what other test was taken that provided the negative result, or if a pcr test was performed.